Manufacturer narrative:
B3. Used first day of aware date as event date is unknown.

Event description:
It was reported that a device detachment occurred. A 1.50mm rotapro was selected for use. During the procedure, after advancing the burr around 90 degrees to the lesion, it was attempted to remove the burr, but the burr was detached and remained in the patient. A guide catheter was advanced to the base of the burr, and wire was pulled back to remove the detached burr, and it was able to remove the burr by catching it on the distal tip of the wire. The procedure was completed using the original device. There was no patient complications reported post procedure.

Manufacturer narrative:
B3. Used first day of aware date as event date is unknown. Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified that the coil was detached and stretched at the burr. The burr was detached and was found returned on the returned rotawire. The detached burr and rotapro system were able to be removed from the wire with resistance due to kinks on the wire. Microscopic inspection of the device found no damage or irregularity. No other issues were identified during the product analysis.

Event description:
It was reported that a device detachment occurred. A 1.50mm rotapro was selected for use. During the procedure, after advancing the burr around 90 degrees to the lesion, it was attempted to remove the burr, but the burr was detached and remained in the patient. A guide catheter was advanced to the base of the burr, and wire was pulled back to remove the detached burr, and it was able to remove the burr by catching it on the distal tip of the wire. The procedure was completed using the original device. There was no patient complications reported post procedure.